Event description:
The subject device was returned for analysis and the device investigation revealed that the subject stent prematurely deployed during use. The subject stent was replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent was found to be deployed. The stent was found inside the microcatheter. The stent was found to be deformed. The sdw was found to be intact. The stent introducer sheath was found to be intact. Functional inspection: stent difficult/unable to advance or pullback through catheter functional test ¿ unable to perform as the stent was found to be deployed. The stent introducer sheath was placed into the hub and there were no anomalies noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis with stent was found inside a microcatheter. The stent was found to be deformed. The sdw (stent delivery wire)was found to be intact. The introducer sheath was found to be intact. Returned catheter was found to be kinked and was found to be blocked when attempting to remove the deployed stent. The catheter was eventually cut to remove the stent for further analysis and once removed was found to be deformed. The as reported "stent difficult/unable to advance or pullback through catheter" as well as the as analyzed 'stent prematurely deployed during use, stent deformed' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.